Event description:
The clinic reported that a laser vision correction patient presented with microstriae in the left eye at the one day post operative exam. The flap was lifted and repositioned to correct the issue. The patient's visual acuity approximately one week after the flap was repositioned was 20/40 in the left eye. Refractive keratometry was 20/20.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field support or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.